Manufacturer narrative:
Concomitant product: reltack3x10 reliatack articulat reload a (lot # n5c0693ux). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia it was reported that after implant, the patient experienced adhesions, pain, recurrent abdominal bulge, and rectus diastasis. Post-operative patient treatment included revision surgery.